Event description:
It was reported that the spinal cord stimulation (scs) clinical patient enrolled in the a7007 relief 2 clinical study experienced pain at the site of the implantable pulse generator (ipg). The device was reprogrammed, and medication was administered.